Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Section e1: (B)(6) hospital. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction and play of the up/down knob were out of standard value due to wear of the angle wire. The adhesives around the light guide lens, bending section rubber and objective lens had a white clouded area. The indication on the scope connector was peeled and there were scratches throughout the device. Switch 4 had wear and the control unit had discoloration. The adhesive on the bending section rubber had a crack and a chip. The up/down knob could not be locked securely due to wear of the forceps elevator lever and the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had insufficient angle. Inspection and testing of the returned device found that the nozzle, light guide lens and plastic distal end cover had foreign objects. The jet tube had a white crystalized material inside. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.